Event description:
The customer reported that the systems' left monitor would intermittently go blank. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep reset the video connectors and adjusted the 5vdc power supply. The system was tested and found to be working as intended and put back in service.